Event description:
It was reported that the device was entrapped on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use in an atherectomy procedure. The jetstream was used in blades down mode to treat the lesion. However, during the procedure, the thruway guidewire became entrapped inside the catheter. The thruway was eventually removed. A new thruway guidewire was attempted to be inserted into the jetstream but was unsuccessful. A new jetstream device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the returned product consisted of a jetstream xc-2.4. No guidewire was returned with the device. The device and the catheter shaft were analyzed for damage. The guidewire was not in the device when received and analyzed. The catheter shaft showed multiple areas of small bends and 3 kinks located 63.5cm, 86cm, and 98cm from the tip. The kink located at the 86cm location was severe. A .014 test thruway guidewire was used for inserting into the catheter lumen. The wire transcended through the device until the 86cm location of the severe kink where it stopped and would not travel any further. The device was set up per the instructions for use (IFU). The device primed; however, the blades would not rotate due to the shaft damage. The catheter was dissected at the 86cm location and showed drive coil damage. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the device was entrapped on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use in an atherectomy procedure. The jetstream was used in blades down mode to treat the lesion. However, during the procedure, the thruway guidewire became entrapped inside the catheter. The thruway was eventually removed. A new thruway guidewire was attempted to be inserted into the jetstream but was unsuccessful. A new jetstream device was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the device was entrapped on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use in an atherectomy procedure. The jetstream was used in blades down mode to treat the lesion. However, during the procedure, the thruway guidewire became entrapped inside the catheter. The thruway was eventually removed. A new thruway guidewire was attempted to be inserted into the jetstream but was unsuccessful. A new jetstream device was used to complete the procedure. There were no patient complications.